Event description:
The pt reported that in 2007 she had her pump replaced. The pt stated that her skin was itchy where the pump was and there was swelling at the pump pocket site. The pt also reported fever and chills and that she was having more seizures. She stated that she had a history of seizures, but not on a daily basis. She further reported that she can't walk straight and had vision problems. The pt stated she was seeing her hcp the next day. The hcp stated that he had seen the pt and everything looked good. The device was replaced as the hcp felt the previous pump was close to end of life. The pt was receiving fentanyl 400 mcg/ml at a rate of 1 mcg/day. There were no signs/symptoms of infection. The pt was to return to clinic on the following month, for another follow-up appointment. Add'l info has been requested, a follow up report will be submitted if add'l info becomes available.